Event description:
The reporter stated that the surgeon was using a visian icl implantable collamer lens model micl 12.1mm in 2007 and as the lens was being inserted the doctor couldn't see that the lens had twisted over and went in upside down. The surgeon couldn't see the locator marks, but went ahead and left the lens in the eye. On one day post-op the doctor noticed there was no vault of the lens and realized the lens was upside down. The surgeon removed and replaced the lens five days later.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows portions of both plate haptics are torn off and missing. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the work order search and no similar complaints were found. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for evaluation.